Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an error e226 (scope communication error) and the screen was not displaying. The issue occurred during inspection for use prior to an unknown procedure. There were no reports of patient harm.